Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise in pace impedance measurements from approximately 1,100 ohms to approximately 1,900 ohms. There was no evidence of noise, and both thresholds and intrinsic amplitudes were good. Additional information received a couple weeks later reported that this right atrial (ra) lead triggered lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Possible lead revision and continued monitoring were also reviewed. This ra lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited low-level noise with oversensing in a stored atrial tachy response (atr) from june 2025. It was noted that there was a known lead safety switch (lss) in december 2025 due to the gradual rise in pace impedances to 2,507 ohms, consistent with suspected lead calcification. Technical services (ts) discussed troubleshooting options. The crt-p was programmed to ddir. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a gradual rise in pace impedance measurements from approximately 1,100 ohms to approximately 1,900 ohms. There was no evidence of noise, and both thresholds and intrinsic amplitudes were good. Additional information received a couple weeks later reported that this right atrial (ra) lead triggered lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Possible lead revision and continued monitoring were also reviewed. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.